Event description:
It was reported that the device failed the dso (downstream occlusion) calibration. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair. No event history related to the current complaint. History review identified there was indication that the complaint was related to a service of the device within the review period. Customer complaint of failed downstream occlusion (dso) calibration confirmed through attempting dso/upstream occlusion (uso) sensor calibration. Device failed at uso calibration step. Replaced uso sensor and uso seal. Device completed successful dso/uso sensor calibration after repair. Device also passed upstream and downstream occlusion tests. Upon further investigation, the battery compartment was cracked. Replaced battery compartment and components. Device was missing battery door. Replaced battery door. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration.